Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer could not perform troubleshooting at the time of the phone call, but the customer did state the battery compartment of the insulin pump was hot. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications.